Manufacturer narrative:
Concomitant medical products: 1882tc52 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing with sensing integrity counter (sic) episodes. The lead was reprogrammed with therapy turned off. The lead remains in use. No patient complications have been reported as a result of this event.